Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The hsk iii device was returned to the factory for evaluation on 10sep2020 and investigated on 18sep2020. Sign of clinical use and no evidence of blood was observed. A visual inspection was conducted. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The delivery device was returned inside the loading device with the seal observed outside the delivery window. The seal and tension spring assembly remained inside the loading device. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the received condition of the device the reported ¿activation problem¿ was not confirmed but confirmed for analyzed failure modes ¿fitting problem¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy properly . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.